Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has had a history of oversensing of noise. No inappropriate therapy was ever delivered. Changes in the patient's morphology was also noted. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was repositioned in the pocket. Afterwards, the patient's amplitude measurements increased, however some noise was still present. The s-ICD remains in service and no additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.